Event description:
Suspected false negative sars result for 1 symptomatic consumer. The consumer communicated they suspect the result to be false because they previously had tested positive with quickvue otc a couple of days before. No additional confirmatory testing had been completed.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.